Event description:
It was reported that during a rotator cuff repair the tip of the needle broke and remained unretrieved from the patient. The needle had been passed two times successfully prior to the breakage. During the third attempt the needle misfired; the surgeon reloaded the suture onto the needle and fired again. At this point, the tip of the needle broke off. A c-arm was used to locate the fragment, which was located in the superior rotator cuff near the subacromial space. The surgeon attempted to remove the fragment but was unsuccessful. Another needle from lot number 954690j was used successfully to complete the case. Facility would not provide patient information.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device requested but not yet returned.